Event description:
It was reported that the patient ruptured their quad muscle and the surgeon wanted to exchange the poly. Revision surgery was performed.

Manufacturer narrative:
Please review attached for the investigation results. (B)(4).